Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a field co-ordinator in (B)(6) of peritonitis in a patient coincident with 2.5% dianeal pd-2 ultrabag. On (B)(6) 2012, a patient experienced peritonitis. The event outcome was reported as unknown. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.